Event description:
It was reported that the patient was receiving fentanyl at 2.5 ml/hour and the pump indicated that 8.33ml was infused. However, the bag was found dry and it was a 250 ml bag. When the bag was changed and the infusion rate was still set at 2.5 ml/hour, the nurse observed that the medication was bolusing into the patient. The fentanyl infusion was discontinued, the patient was slightly more sedated for a period of time and was stable. There was patient involvement and no harm.

Manufacturer narrative:
Correction: medical device serial #, device manufacture date, adverse type, omit event attributed to, omit a0507 - mechanics altered (2984), omit g04067 - hinge.additional information: imdrf annex a,c,d and g codes.

Event description:
It was reported that the patient was receiving fentanyl at 2.5 ml/hour and the pump indicated that 8.33ml was infused. However, the bag was found dry and it was a 250 ml bag. When the bag was changed and the infusion rate was still set at 2.5 ml/hour, the nurse observed that the medication was bolusing into the patient. The fentanyl infusion was discontinued, the patient was slightly more sedated for a period of time and was stable. There was patient involvement and no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the patient was receiving fentanyl at 2.5 ml/hour and the pump indicated that 8.33ml was infused. However, the bag was found dry and it was a 250 ml bag. When the bag was changed and the infusion rate was still set at 2.5 ml/hour, the nurse observed that the medication was bolusing into the patient. The fentanyl infusion was discontinued, the patient was slightly more sedated for a period of time and was stable. There was patient involvement and no harm.